Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is presumed that the foreign material could not be removed because reprocessing was not conducted properly due to breakage of biopsy channel that led to loss of water tightness. However, root cause of the material remained in the device could not be identified. The instruction manual states the detection method associated with the event in ¿cf-ez1500dl/I operation manual chapter 3 preparation and inspection¿, and preventative measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material from the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.